Manufacturer narrative:
The referenced report of pump exchange on (B)(6) 2017 is covered under medwatch MFR report #2916596-2018-00041. (B)(4). Approximate age of device ¿ 10 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced an ongoing driveline infection. Driveline culture grew pseudomonas. Patient was treated with vancomycin infusion. On (B)(6) 2016, the infection evolved into (B)(6) ((B)(6)). The patient was on chronic vancomycin infusion until pump was exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported infection could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.